Event description:
It was reported that a flo-gard infusion pump had an f-34 alarm (malfunction in air norm detection circuitry). It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician. The device was visually inspected, functionally tested and an alarm log review was performed; the f-34 alarm was not verified. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. If any additional relevant information is received, a follow up MDR will be sent.